Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device with several coils visibly protruding outward into the endometrial cavity") and pelvic pain ("pain") in an adult female patient who had essure (batch no. A64636-valid, 50707086-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, arthritis, urinary tract infection, endometriosis and cystitis interstitial. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, migraine and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, bacterial vaginosis, female sexual dysfunction and nausea had resolved. The reporter considered bacterial vaginosis, device expulsion, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device with several coils visibly protruding outward into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number:a64636 manufacturing date:2012/10 expiration date:2015/10 lot # (50707086) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device with several coils visibly protruding outward into the endometrial cavity") and pelvic pain ("pain") in an adult female patient who had essure (batch no. A64636, 50707086) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, arthritis, urinary tract infection, endometriosis and cystitis interstitial. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, migraine and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, bacterial vaginosis, female sexual dysfunction and nausea had resolved. The reporter considered bacterial vaginosis, device expulsion, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device with several coils visibly protruding outward into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet-events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, apareunia (inability to have sexual intercourse), migraines/headaches, pain were added. Event injury was deleted and case category was changed from device other event to incident. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.